Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Investigator visually inspected the pump and a disposable cassette was attached for tests which passed. The customer reported problem could not be repeated or duplicated. According to the investigation, the pump downstream occlusion sensor was replaced for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient was involved in this event. No adverse effects were reported.